Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product: however, the nonconformance was identified as a cosmetic issue. Product was replaced and approved for use. The DHR anomaly is not related to the alleged device complaint. Visual analysis of the lead noted slight discoloration of the paddle rigid layer and stress fractures throughout the paddle. The lead segment was observed to be cutoff approximately 9 cm from the paddle strain relief. All wires were noted as broken inside the lead segment approximately 22.5 cm from the cutoff end; therefore, functional testing was unable to be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01354. The pt received her scs system, including an ipg and surgical lead on (B)(6) 2006. It was reported that the pt's lead exhibited invalid impedance readings on all lead contacts. The pt reported no recent traumatic events or falls. It was also reported that the pt was unable to recharge her ipg. The pt stated that her ipg had not worked in a long time. It was unk whether the pt had tried a replacement charging system. The physician explanted and replaced the pt's ipg and lead on (B)(6) 2011. No further pt complications were reported.